Event description:
It was reported that the patient was in ER (emergency room) with pauses on ECG. It was found that the right ventricular (rv) lead had intermittent capture and that the thresholds had increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 620bg29 heart band (B)(6) 2012. (B)(4).

Event description:
Follow-up was conducted and from the information obtained it was reported that the patient has an "interesting anatomy" and subthreshold programming was done to establish a baseline for the patient. The appropriate settings were then programmed for the patient's lead and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is being resubmitted due to an issue with esg/FDA.